Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "when the circulator opened the implant the scrub tech realized that the implant was broken. The centralizer was broken in half. We opened the next size centralizer down and implanted."